Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported the insulin pump was not working and making a strange noise. Customer's father stated the device was making a humming noise, changed battery, and the noise stopped. Humming noise started again, changed batter, and now display was blank. Customer's blood glucose at time of event was unknown; current was 240 mg/dl. Customer's father was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
The insulin pump was monitored for several days and no blank or black display or constant tone was noted. The insulin pump had normal operating currents and no damage was noted on the isolation tape. The insulin pump passed the reset error test with no unexpected reset. The insulin pump was received with a cracked reservoir tube lip, minor scratches on the display window, a missing end cap sticker and cracked battery tube threads.